Event description:
It was reported that the customer had high blood glucose levels of 427 mg/dl. The customer treated with the insulin pump. The customer also reported a bent cannula while replacing the infusion set. Troubleshooting was done. The customer was advised to talk to a health care professional regarding trying out another infusion set with a longer cannula as it may help deal with the customer's scar tissue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.